Manufacturer narrative:
E1. Phone number continued: (B)(6). E1. Fax number continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade ii, discolored.

Event description:
Healthcare professional reported "rupture", "stage 2 shell" and "color change". This record is for left side. The device was explanted.